Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.5/0.5/075 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively. Later on 14-jun-2022 a replacement lens of the same model and size was implanted. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).